Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent laparoscopic transvaginal hernia repair where the device was used. A 2-cm transverse colpotomy incision was made and a c was introduced. One 12-mm trocar and two 5-mm trocars were placed through the port and standard straight laparoscopic instruments were used. An appropriately sized round mesh was deployed within a specimen retrieval bag into the peritoneal cavity. Complete anterior circumferential fixation of the mesh was achieved using a tacker device. The colpotomy incision was closed with a running absorbable suture. Two months post-operatively, the patient developed vaginal granulation tissue at the colpotomy wound. The patient received one treatment of silver nitrate application, which successfully managed the complication. No hernia recurrences have been reported to date. Current patient status is unknown. This complaint correlates to patient 2 in the literature from the following article: pure transvaginal ventral hernia repair in humans authors: stephanie g. Wood, md1, lucian panait, md1, andrew j. Duffy, md1, robert l. Bell, md1, and kurt e. Roberts, md1 doi: 10.1177/1553350613497269